Event description:
It was reported that a spectrum pump had failed the volume test three times during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "failed volume test 3 times" was reproduced as an underinfusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plates. The pressure plates required adjustment to correct the reported problem. An underinfusion less than or equal to 10% is unlikely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.